Event description:
Pt is taking gancyclovin .275 mg once daily. Drug is administered through this pump. Pt hooked up at 7 am and at 9 am no medication was administered. Pt was at work and did not get medication that day.